Event description:
The customer observed a falsely elevated sodium result for one patient while using the architect c8000 analyzer. The customer provided the following results: (B)(6): sodium: initial 172, retest142 mmol/l and retested on another analyzer: 142 mmol/l no adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. To address the issue the customer performed quarterly maintenance and also replaced the ict module on 03/05/14. No additional reports of erratic na results have been received. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.